Event description:
As reported by the field clinical specialist (fcs), during an implant procedure of a 23mm sapien 3 valve in a surgical valve in the pulmonic position, post echocardiogram showed there was no leaflet motion of one leaflet. Severe central leak was also visualized. A post balloon valvuloplasty (bav) was performed with no change in valve performance. The patient remained stable during the procedure and no other complications were encountered. The leaflet issue did not correct itself prior to the patient being discharged. The patient will have surgery to repair.

Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected: b1 (report type) and h1 (type of reportable event). In addition, the following sections have been updated: b2 (outcomes attributed to adverse event), h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve leaflet motion restricted and valve exhibiting central regurgitation were unable to be confirmed as relevant imagery was not provided for evaluation. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported events. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during an implant procedure of a 23mm sapien 3 valve in a surgical valve in the pulmonic position, post echocardiogram showed there was no leaflet motion of one leaflet. Valve insufficiency was also visualized. A post balloon valvuloplasty (bav) was performed with no change in valve performance. Additional information received confirmed the valve insufficiency was severe central leak.' The cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the valve was deployed with 3cc more than nominal volume. It is possible that the valve was overinflated with over-stretching of the valve leaflet. This can impact valve functionality or proper leaflet motion. Additionally, it was reported that the valve was positioned 90/10, which may result in inability to maintain the proper back flow/pressure to allow for proper leaflet functionality. In this case, available information suggests that procedural factors (overinflation of thv and valve positioned high) may have contributed to the reported event. Improper leaflet coaptation/functionality resulted in central regurgitation. In this case, available information suggests that procedural factors (restricted leaflet motion due to overinflation of valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.